Manufacturer narrative:
A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. The exact cause for the failure could not be determined.

Event description:
The dr. Was placing a permanent hemodialysis line. No problems with access, problem developed when peelaway was cracked to facilitate insertion of the catheter. The rubber valve didn't split in half causing difficulty inserting catheter into the peelaway in vessel. It got stuck on one side of the peelaway. The patient who was under anesthetic at the time took a breath during the insertion of the catheter into the sheath and because the valve was partially occluding the pathway, an air embolism occurred. Anesthesia noted that the patient de-saturated. He notified the dr. And 12 mls of air was aspirated from the patient immediately. The line was quickly inserted into the right internal jugular and all attention immediately turned to the patient. Oxygen saturations improved immediately after aspiration of air. Cardiology paged and stat echo was done. No immediate adverse effects to patient. Follow up of patient indicated no adverse effects noted (B)(6) 2015 and line was working well.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.